Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator mid-urethral sling system was implanted on (B)(6), 2007. According to the complainant, the patient experienced post-implantation lower abdominal and lower back pain, the inability to have physical relations, and a continuation of her stress urinary incontinence (specifics unknown). Reportedly, the patient underwent corrective surgery with another physician (specifics unknown), but it was not helpful. All other information, including the patient's current condition, is unknown and reportedly unavailable.